Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The plunger was still in the pre-deployed position and there was no slack present on the link. The marker tube appeared normal and the marker port is not occluded. The sheath appeared normal and there was no kink. The reported complaint was not confirmed. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the possible cause of this incident is related to the operational context during use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide, with a 6fr sheath, after a superficial femoral artery (sfa) stenting procedure. Reportedly, the device could not be positioned with its shaft into the artery to deploy the foot, only the sheath (black part) could be advanced into the artery. The stiff part (proximal guide) did not pass the artery wall, possibly due to scar tissue. Hemostasis was achieved using a non-abbott device. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.